Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother, jennifer martinez reported via phone call that they received a no delivery alarm. The customer experienced low blood glucose levels of 40¿s mg/dl. The customer was giving a bolus and received half to three fourths and then the pump said no delivery. The customer¿s mother tried to give a manual bolus of what was not given and still received the no delivery. Troubleshooting was performed and confirmed greater than normal resistance with plunger push and insulin did not exit. The customer reported that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.